Event description:
It was reported that during a review of device data, the physician noted three instances of high, out-of-range right ventricular (rv) lead pacing impedance measurements (>2000 ohms). The patient was seen in-clinic where manipulations did not reveal changes in impedance measurements. Boston scientific technical services was contacted and provided more thorough maneuvers with a real-time rv electrocardiogram to evaluate the lead integrity. It was discussed that if these provocative maneuvers do not result in any changes, continued follow-up was recommended with enabling additional remote alerts to monitor system performance. The patient was brought in-clinic again and the recommended maneuvers did not elicit impedance changes or noisy signals. The physician elected to enable the additional alerts and continue with remote monitoring. At this time, the rv lead remains implanted and no adverse patient effects were reported.